Event description:
The below report was received by health authority food and drug administration (reference number: mw5112804) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2000, the patient had essure inserted. On (B)(6) 2022 she experienced back pain (seriousness criterion disability), groin pain ("very bad pain on the right lower side of grain"), arthralgia ("hip pain") and pain in extremity ("leg pain (right side)"). The patient was treated with aleve (naproxen sodium). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to groin pain, back pain, arthralgia or pain in extremity. The reporter commented: the pain started a week before I was supposed to get my menstrual period, I felt a very bad pain on the right lower side of grain, my back, hip, leg pain (right side) I called consider line and the doctor suggested to continue drinking alive which alleviate the pain, and if it get worse to go to the ER. The pain continued for about 2 more days I made an appointment to see my doctor, she suggested to keep taking alive and refer me to get an ultrasound. I need to see the results my appointment was today (B) (6) this is the second ultrasound I had one in 2020 and now 2022 because of the same pain. This pain started like 12 years ago and is getting most worse now. The device used was assure I believe was placed in 2000, and I would like to get it removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5112804) on 28-oct-2022. The most recent information was received on 02-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2000, the patient had essure inserted. On (B)(6) 2022 she experienced back pain (seriousness criterion disability), groin pain ("very bad pain on the right lower side of grain"), arthralgia ("hip pain") and pain in extremity ("leg pain (right side)"). The patient was treated with aleve (naproxen sodium). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to groin pain, back pain, arthralgia or pain in extremity. The reporter commented: the pain started a week before I was supposed to get my menstrual period, I felt a very bad pain on the right lower side of grain, my back, hip, leg pain (right side) I called consier line and the doctor suggested to continue drinking alive which alleviate the pain, and if it get worse to go to the ER. The pain continued for about 2 more days I made an appointment to see my doctor, she suggested to keep taking alive and refer me to get an ultrasound. I need to see the results my appointment was today. This is the second ultrasound I had one in 2020 and now 2022 because of the same pain. This pain started like 12 years ago and is getting most worse now. The device used was assure I believe was placed in 2000, and I would like to get it removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.